Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter powered off during use and when it was powered back on it reverted to the setup mode. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issue occurred 2 or 3 weeks prior to contacting lfs. The patient confirmed when the subject meter powered back up into the setup mode, he understood what had to be done to confirm the meter settings; however, did not do it because he was frustrated. The patient informed the csr that he is a "borderline" diabetic and does not take any medications to manage his blood glucose. The patient denied making any adjustments to his diet or activity due to the alleged meter issue. However, the patient claimed he developed symptoms of "sweaty, tired, nervous, weak and dizzy" approximately 10 minutes after the alleged meter issue occurred. The patient reported he was taken to the ER where he was treated with IV fluids and a "pill". The patient did not know what the pill he was given was for. The patient also confirmed that his blood glucose was tested upon arrival to the ER, but was not told what the reading was. At the time of troubleshooting, the csr noted that the alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue started and received treatment from an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.